Event description:
Pt death. Pt was being infused with pain relieving drug by syringe driver. Dose that was set to take 24 hours to inject was given over a 10 to 20 minute period. Pt who was terminally ill appears to have received an overdose of strong analgesia as a result of an alleged device malfunction.